Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq feature did not suspend insulin after blood glucose (bg) lowered to 52 mg/dl due to exercising. Food was consumed to address bg. Tandem technical support reviewed pump settings with the customer and found that the basal iq feature had not been turned on. Customer turned it on and declined further assistance.